Event description:
It was reported on (B)(6) 2022, the swg was found kinked during use on the patient. No medical intervention was needed, and the current patient's condition is fine.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). The actual device was not returned; however, the customer provided one photo for analysis. The complaint of guidewire kinked in use was confirmed by the photo. The photo revealed a bend in the wire just proximal to the j-bend. A complete visual inspection could not be performed as no sample was returned for analysis. A device history record review was performed, and no relevant findings were identified. The instructions for use (IFU) provided with this kit warns the user, "do not apply excessive force in placing or removing catheter or guidewire. Excessive force can cause component damage or breakage. If damage is suspected or withdrawal cannot be easily accomplished, radiographic visualization should be obtained and further consultation requested.". The customer report of guidewire kinked in use was confirmed by visual inspection of the customer supplied photo. The photo revealed a bend in the wire just proximal to the j-bend. Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed, and no relevant findings were identified. Without the device to evaluate, the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported on (B)(6) 2022, the swg was found kinked during use on the patient. No medical intervention was needed, and the current patient's condition is fine.